Event description:
Healthcare professional reported left side textured to smooth, patient's concern with the product and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: crease flat, yellow particles in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.